Manufacturer narrative:
The investigation confirmed that a non-reproducible, higher than expected vitros trop I es result was obtained from a single patient sample processed on the vitros 5600 integrated system. The investigation could not determine a definitive assignable cause. Vitros tropi es precision testing performed was within acceptable guidelines, suggesting the vitros 5600 system did not likely contribute to the event. Based on historical quality control results, a vitros tropi es reagent related issue is not a likely contributor to the event. However, the l1 control does not adequately evaluate performance of the vitros tropi es reagent for sample with troponin I concentrations < url (0.034 ng/ml), therefore, a reagent issue cannot be entirely ruled out as a contributing factor. Furthermore, pre-analytical sample processing could not be ruled out as a contributing factor, as it was established the customer was not following the sample collection device manufacture¿s recommendation for sample centrifugation. It is possible that cellular debris, due to poor sample preparation, was present in the affected sample, although this could not be confirmed.

Event description:
The customer observed a non-reproducible, higher than expected, vitros tropi es result was obtained from a single patient sample when tested on a vitros 5600 integrated system. Patient sample result of 0.492 ng/ml versus the expected result of 0.012 ng/ml a biased result of the direction and magnitude observed may lead to inappropriate physician action if undetected. The higher than expected vitros tropi es result was reported outside of the laboratory, however, a corrected result was issued and no treatment was given, changed, or withheld based on the reported tropi es result. There was no allegation of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics (ortho). Complaint number (B)(4).